Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. 6 sensors (s/n (B)(4) and 5 s/n unknown) were reported in the user report and have all been captured in this MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unknown error with the adc device which resulted in sensor to stop working, and requested a refund. Additionally, the customer was contacted and customer stated the issue had already been reported to adc, via letter. The letter additionally reported the following issues: 2 sensors that detached prematurely, and 3 additional sensors which had unspecified errors. There was no report of injury or third-party medical treatment associated with these reported issues. Based on the information provided, there was no report of serious injury associated with this event.